Event description:
While using bugby electrode during bladder fulgeration, bugby became inoperable. Upon inspection of the electrode by the surgeon, he noted that the device was burned (broke) in half inside the cystoscope sheath. Patient did not sustain any injury as burn was contained within the sheath.